Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped when inflated to the recommended pressure. The procedure was completed with a third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.